Manufacturer narrative:
Additional information added; d.10. ************************************** the customer¿s report of the tubing separated right above the filter was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber, filter, and entire length of tubing. Visual inspection observed that the set¿s pvc tubing sleeve was separated from the micron filter inlet port. No other abnormalities were observed on the set during visual inspection. Dimensional analysis verified that the filter inlet port was within specification(s). Due to the damage to the set and the leaking that would occur, functional testing was not performed. The root cause of the separated tubing at the filter site was insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and micron filter¿s inlet port.

Event description:
It was reported that the tubing separated right above the filter while priming with saline in preparation for chemotherapy administration. There was no patient involvement and a new tubing was used.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, no information is provided as there was no patient involvement.

Event description:
It was reported that the tubing separated right above the filter while priming with saline in preparation for chemotherapy administration. There was no patient involvement and a new tubing was used.